Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events before the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided information to reset the pump and assisted the caller with the reset, ensuring that the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the malfunction reoccurred.